Event description:
It was reported that during spine surgery, it was discovered that the attachment device heated up; and the burr was stuck in one of the attachments briefly. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation, the device evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a cutter could not be inserted into the device. It was determined that this was due to the worn bearings. It was determined that worn bearings were likely to cause the cutter to become stuck in the device. It was further determined that if the cutter was able to be inserted into the device and the device was run, there would most certainly be heat above acceptable levels. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings due to normal use and servicing over time.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.